Event description:
Healthcare professional reported injecting a patient under the right eye and marionette lines with 1 syringe of juvéderm voluma® xc and in the cheeks with 1 syringe of juvéderm volbella® xc. Approximately one week later, the patient complained of ¿pain, swelling, and redness¿ around the left eye that ¿looked like bruising at first.¿ a week later, the patient appeared ¿to have an infection¿ under the eye. The patient was treated that day with a medrol dosepak and cephalexin. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00480 (allergan complaint #pr (B)(4)). This MDR is being submitted for the first suspect product, juvéderm voluma® xc.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6., b.5., h.6.

Event description:
Additionally, the healthcare professional injection the patient in the cheeks with 1 ml of juvéderm® voluma¿ xc and in the periorbital and tear troughs with 2 ml of juvéderm® volbella¿ xc. Two weeks later, the patient experienced ¿left eye swollen, lower lid pink, warm and firm¿ and ¿left cheek pain and firm to touch¿ as well as ¿biofilm.¿ that day, the patient was treated with a medrol dosepak, cephalexin, and 100 u of vitrase. Six days later, the patient was treated with clindamycin and 200 u of vitrase. After 4 days, an aspiration was performed with ¿no fluid,¿ and the patient was given bactrim and a medrol dosepak. A week later, a culture was performed, resulting in ¿negative,¿ and the patient was given augmentin and vicodin. The next day, an incision & drainage was performed on the left side of the face, with ¿cheek abscess.¿ the event is ongoing and the patient ¿sought tertiary care.¿